Event description:
Back cane of wheelchair broke during use.

Manufacturer narrative:
The back cane of the wheel chair broke at one of the holes used to adjust the cane height. From analysis, it appears hole is stretched into an oval shape suggesting canes were overloaded at some point during use.